Event description:
Diabetic ketoacidosis [diabetic ketoacidosis]. Case description: the incident does not represent a serious public health threat. Class ii b - this spontaneous case from united states was reported by a consumer as high blood sugars and "diabetic ketoacidosis" and concerns a (B) (6) male patient treated with novolog penfill (rapid-acting insulin aspart) and novopen junior (insulin delivery device) both from (B) (6) 2002 and ongoing due to "type 1 diabetes mellitus". (B) (6). (B) (6). Medical history: type 1 diabetes mellitus only. Concomitant medications included lantus (insulin glargine). A women reported that her son was taken to the intensive care unit (ICU) on (B) (6) 2010 with complaints of vomiting, diarrhea, dehydration, and lethargy. His blood sugar level was at 470 mg/dl. He was admitted to the hospital with a diagnosis of diabetic ketoacidosis and was treated with an insulin drip and saline, both administered intravenously (IV). The patient's blood sugar levels were in the 230's on discharge on (B) (6) 2010. The woman further reported that on (B) (6) 2010, her son's blood sugar level was 434 mg/dl and that his ketones were "high" based on a home ketone test; however, they did not return to the hospital. The mother confirmed that her son had no changes in his diet or physical activity. The overall outcome was reported as "not recovered".